Manufacturer narrative:
The subject was returned to olympus service operation repair center (sorc) but has not returned to omsc. Sorc checked the subject device for the evaluation but could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to the external factors or user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the forceps elevator of the subject device remained being raised even when the forceps elevator mechanism function had been released at the inspection before use.there was no patient injury associated with this report.